Event description:
It was reported that in situ measurements showed 7 electrode channels with status hi and significantly increased impedances. According to the audiologist the patient does not report a noticeable deterioration in access to sound with the device and continues to use his audio processor with open-set speech perception. As per additional information received, the patient travelled to europe in (B)(6) 2014 and developed scratches and hives whilst in (B)(6). Upon returning to (B)(6), swelling appeared over the left side of the face and directly over the implant. This swelling made the patient unable to wear the audio processor for a time. Antibiotics were used and the swelling reduced, allowing the audio processor to be used again. Patient also reports an impact to the left side of the head earlier in 2015 but this was not directly over the cochlear implant.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that in situ measurements showed 7 electrode channels with status hi and significantly increased impedances. According to the audiologist the patient does not report a noticeable deterioration in access to sound with the device and continues to use his audio processor with open-set speech perception. As per additional information received, the patient travelled to (B)(6) in may 2014 and developed scratches and hives whilst in (B)(6). Upon returning to (B)(6), swelling appeared over the left side of the face and directly over the implant. This swelling made the patient unable to wear the audio processor for a time. Antibiotics were used and the swelling reduced, allowing the audio processor to be used again. Patient also reports an impact to the left side of the head earlier in 2015 but this was not directly over the cochlear implant. Patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacture for evaluation. When available, a device failure analysis will be submitted as a follow up report.